Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the internal leakage test failed with message: "system volume too small". The flow transducer test and patient circuit test failed as well. The o2 gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air).the evaluation of received device's logs confirms occurrence of reported alarm on provided date of event. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the device's log nor the claimed part were not available for further analyze.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).